Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2023-06353. It was reported that the patient was not receiving effective therapy from her leads. It was found that one of the leads had high impedances. It was also found that the other lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2023, wherein the high impedance lead was explanted and replaced, and the migrated lead was repositioned back to its original position. Postoperatively, the patient has effective therapy.